Event description:
A confirmed (B)(6) advia centaur xp (B)(6) result was obtained by the customer and considered discordant when compared to the patient's known clinical picture and previous (B)(6) result. The patient was redrawn and the result was confirmed (B)(6) on the advia centaur xp as well as reactive on another centaur system that ran (B)(6). The redrawn sample was tested on two other (B)(6) methods and the result was (B)(6) on one and inconclusive on the other. A second new sample was drawn and repeat testing performed. The result was (B)(6) on the centaur xp and (B)(6) with another (B)(6) test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.

Manufacturer narrative:
The cause for the discordant advia centaur xp result on the first two sample draws when compared to the third sample redraw is unknown. The second sample result was also (B)(6) on another (B)(6) test method and inconclusive on the other. There was not enough sample available from the first and second draw for further repeat testing. No conclusion can be drawn. The instruction for use (IFU) limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings". The instrument is performing within specifications. No further evaluation of the device is required.